Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The information received from the field stated that a cypher us rx 3.00 x 13 stent was dislodged in the guidecatheter during removal. The physician had a vessel/side branch double wired, he was attempting to place a cypher into the main left anterior descending artery (lad), but it would not cross. As he was taking the stent out he felt some resistance. He attempted to place another cypher of a smaller size. While under fluoroscope, he was taking the stent through the guide catheter and noticed that there was a 'free' floating stent in the catheter. He removed all equipment, did a flush of the guide catheter and the stent came out onto the back table. There was no harm to the patient, the doctor did carry on and did place two more cypher stents into the patient with excellent results.

Manufacturer narrative:
The information received from the field stated that a cypher us rx 3.00 x 13 stent was dislodged in the guide catheter during removal after failure to cross. A vessel/side branch double wired, with attempt to place a cypher into the main left anterior descending artery (lad), but it would not cross. As he was taking the stent out he felt some resistance. An attempt was made to place another cypher of a smaller size. While under fluoroscopy, when taking the stent through the guide catheter, it was noticed that there was a "free" floating stent in the catheter. All equipment was removed, the guide catheter was flushed and the stent came out onto the back table. There was no harm to the patient; the procedure was continued with placement of two more cypher stents into the patient with excellent results. One non sterile cypher us rx 3.00 x 13 was received coiled inside of a plastic bag. No visual damage was observed on the stent delivery system. The balloon was deflated without visual damage. The stent was received inside of a small plastic bag and was damaged on one end. The stent and balloon were inspected under a microscope and there was not fracture on damaged end of the stent. The balloon presented evidence of crimping and bumping marks on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The reported failure to cross could not be evaluated owing to the nature of the complaint and the received condition; however, it does not appear to be related to the manufacturing of the product. The reported stent dislodgement was confirmed based on the returned condition of the device. The instructions for use (IFU) outlines that should any resistance be felt at any time during lesion access, stop manipulating the device. The outlined withdrawal process indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. Vessel characteristics, device manipulation, and withdrawal through the guiding catheter are procedural factors that may have contributed to the reported events. With review of the device history records and the returned device there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.